Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: unknown competitor ipg; implant: 2011. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead impedance has been trending downwards, and is measuring low. The lead remains in use. No patient complications have been reported as a result of this event.